Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed data consistent with a pump stop due to full battery depletion. The controller event log file contained events consistent with gradual depletion of the 14v batteries, followed by depletion of the backup battery, resulting in the pump stopping. The pump restarted as designed once external power was reconnected. Prior to and after the observed battery depletion the pump appeared to be operating as intended. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and patient handbook, rev. A is currently available. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. Section 5 of the patient handbook, ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. The patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had no external power and pump off alarms. Log files were sent for review. The log files captured a series of pump stop alarms starting at 8:47 am on (B)(6) 2026. Prior to this, the log file noted low power and no external power alarms starting at 3:52 am. It appeared that the system controller lost power after the external 14 v batteries and system controller emergency backup battery (ebb) were completely depleted. Following reconnection to power, the log files noted invalid controller clock alarms due to the system controller date and time being reset. The log files captured several low power alarms that were due to normal battery depletion. The log files indicated that the patient did not connect to the power module/ mobile power unit (mpu) during this history. The mechanical circulatory system (mcs) equipment was operating as intended.